Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, during the tightening of the suture of the fast-fix 360, the suture broke and caused a meniscal tear pull out. Delay of 0-30min was reported. It is unknown if the procedure was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a meniscal arthroscopic knee surgery, during the tightening of the suture of the fast-fix 360, the meniscal tear rid during pulling of the suture with the knot pusher. The implants were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. B5, updated.

Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has returned for evaluation. The information provided states: ¿during a meniscal arthroscopic knee surgery, during the tightening of the suture of the fast-fix 360, the meniscal tear rid during pull the suture with the knot pusher¿. Two devices were returned. Visual assessment showed a both needles were bent. Depth limiter¿s were cut to the surgeon¿s desired length. No implants were returned. Per the device IFU under warnings ¿do not bend the delivery needle.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device was used for treatment but was not available for evaluation. Due to unavailability, evaluation was limited. Instruction for use (IFU) contains precautionary statements and recommendations for proper use of product. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. This may unintentionally occur during user¿s removal of product from its packaging. Factors that might affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include:1) use inconsistent with IFU recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) difficulty with reaching the desired tissue location. 5) entanglement with other instruments or devices. 6) inadequate tissue conditions. Per IFU: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Risk management files contain the reported failure. No indication suggests product did not meet specifications upon release for distribution.